Event description:
Proximate stapler did not fire with the original load. After the case a new load was placed in the stapler and the stapler fired on the back table. After that, the new load fired correctly.